Event description:
It was reported that balloon rupture occurred. The target lesion was a 90% in-stent restenosis of a previously placed non-bsc stent located in the mildly tortuous subclavian vein. A 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a sterling mr. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination of the balloon material confirmed that the balloon had been subjected to positive pressure and deflated prior to return. A longitudinal balloon tear was identified in the balloon material. The tear was identified directly above the distal markerband and extended 23mm proximally at which point the balloon material was torn circumferentially for approximately 2mm. A tactile examination found no kinks or other damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was a 90% in-stent restenosis of a previously placed non-bsc stent located in the mildly tortuous subclavian vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 20 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a sterling mr. No patient complications were reported and the patient's status was good.